Event description:
Customer reported she was having issues with inaccurate readings. Sensor readings tend to be low and blood glucose is not. She stated that saturday though her sensor reading was 70 mg/dl and she tested and blood glucose was 41 mg/dl, treated by drinking or eating. She stated it tends to be the other way sensor reading will be in the 70 mg/dl range and blood glucose would be 178 mg/dl. Customer stats the insulin pump would suspend during the night and she has to restart it because her blood glucose is fine. Issues with current sensor have been since the 14th. Customer does not sleep on sensor and stated there tends to be a 20 point difference. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.